Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1108283 mfg date: 05/01/2011, exp date: 05/31/2016. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: j1108283.

Event description:
It was reported that a patient underwent a laminectomy on (B)(6) 2011 and a drain was inserted into the spinal cavity. However, two days following the surgery, it was noted that the drain was not functioning and a hematoma occurred. The patient underwent re operation on (B)(6) 2011. Additional information has been requested.